Manufacturer narrative:
The device passed the self-test but failed the delivery test with an n232 (prox. Air on a) alarm thus not dispensing the set quantity. The air pressure pin (app) printed wiring assembly (pwa) was replaced and the delivery test was repeated and the device passed without issue.

Event description:
It was reported that the device does not dispense the set quantity. There was no patient involvement reported. No additional information is available at this time.